Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On 03/29/2016 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Un-installed and re-installed synergy spine 2.0.1. Issue resolved. System performed as intended. On 04/08/2016 a medtronic representative, following-up at the site, reported that the navigation system was accurate during the system check-out when tested with a blue demo spine model. System was also accurate during a subsequent surgery. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy occurred while placing a screw in the l4 right side pedical. The inaccuracy was reported to be 2-4 millimeters inferior and the screw had to be re-positioned. The alleged inaccuracy was noted during the post-op fluoro imaging. All other screws were placed accurately. Solera awl not showing inaccurate on the screen. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was approximately ten minutes.